Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/10/2023. The following devices have been received, however clarification is requested whether the products belong to this complaint. Product code j353; lot at1123; product code j353; lot at1151; product code j353; lot ar8573; product code j371; lot at4257. The following additional information was requested: our failure analysis lab received the additional product with reference to this complaint, the following products were received: product code j353; lot at1123; product code j353; lot at1151; product code j353; lot ar8573; product code j371; lot at4257. This complaint is for product code product code: j353, lot at1161. Could you please clarify if the additional devices belong to this complaint? If yes, did a device malfunction occur during the same procedure? If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Device return status: what is the total number of products involved in this event? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Lot#: at1161 is not a valid lot number. Please provide a valid lot number. It was reported that previous notifications have been made for other wires. Please provide pc#s for previous reports. If none, please add 1 pc for each complaint.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The thread broke during the surgical procedure. No adverse patient consequences were reported. Additional information was requested.